Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted due to damage on electrical contact, there is noise in the image. Due to poor water-tightness of cable unit, water tightness is lost. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ based on investigation results, the complaint was confirmed and found to be due to the damaged cable unit. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
It was reported that the device exhibited flickering image. There was no patient impact , no harm reported due to the event.